Event description:
Peg from a stryker 4-in-1 femoral cutting block fell off during removal. Piece was immediately retrieved. No patient or staff harm. The piece was not used after retrieval. No other device was used in its place (cuts were made already). The surgery proceeded without incident.what was the original intended procedure?total knee replacement.device #1is this a laboratory device or laboratory test?no.